Event description:
The customer contact reported the device would not pass the cassette test. The tubing set was to be used to deliver zoledronic acid 5mg/100ml, at an unspecified rate, via an unspecified plum pump. The customer contact reported after the tubing set was primed and loaded into the pump prior to patient use, the pump reportedly alarmed 4-5 times for "cassette test failed." The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.